Event description:
A physician reported that after cataract surgery a patient experienced severe corneal edema by using a ophthalmic operating system and three handpieces. Additional information has been requested but is not available at the time of this report. Only one handpiece was used during the procedure; however, it is not known which of the three handpieces was used for this patient. Additional information has been received stating that the patient experienced a significant postoperative decrease in vision, limited to hand motion, due to corneal edema with associated corneal opacity. The edema persisted for more than 10 days after surgery and showed a slow, gradual improvement with corticosteroid treatment. The patient is showing progressive improvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2026-61630 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.